Manufacturer narrative:
A representative from ferno engineering contacted the complainant to discuss the reported incident and walk through potential causes of the incident. It was discovered the pivot screw to the cam plate on the fastener had backed out enough to allow the tang to disengage and not respond to the push of the release button. The complainant was walked through the steps for the repair and the complainant confirmed everything seemed to be working correctly, post repair. There was no malfunction of the stretcher.

Event description:
It was reported by complainant, upon arriving at the hospital with a patient, multiple attempts were made to release the cot from the fastener but one of the tangs holding the cot in place would allegedly not release when the release button was pressed. The crew called for another truck with a stretcher,the patient was transferred and the transport continued without further incident. No reports of injury or adverse effect to the patient or the crew was reported.. The complainant further reported the crew was later able to inspect the fastener and discovered the alleged malfunctioning tang could be moved manually allowing the cot to be released from the fastener. There was no allegation of a malfunction of the stretcher.